Manufacturer narrative:
(B)(4) the unit was returned for evaluation and visually and functionally tested. Upon inspection, the complaint was confirmed, the magnet cap of the fusion appears to have experienced a brittle failure and broke in two locations down the side. The root cause of the magnet failure could not be determined.

Event description:
On (B)(6) 2017, a (B)(6) female had a heparinized, off-pump surgical ablation with a cobra fusion mi. The magnet from the cobra fusion magnetic retriever system became dislodged, breaking the plastic around it. The plastic pieces fell into the pericardial tissue but fortunately, all pieces were in front of the camera according to the surgeon who stated he had no difficulties removing all the pieces of plastic with minimally invasive forceps. The procedure was prolonged an additional 30-45 minutes. The case was completed using no additional equipment. The status of the patient post procedure was okay and no adverse health consequence reported.